Event description:
It was reported by the customer's father that their insulin pump was alarming no delivery. During troubleshooting, customer was asked to perform a fixed prime of 5 units of insulin. Customer states the insulin did exit. Next, customer was asked to manual prime of 5 units of insulin. Customer stated they felt great than normal resistance. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 425 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.